Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture, dislodged and had caused a perforation in the pericardium. A pericardial window was performed due to pericardial effusion. It was reported the patient experienced approximately one half of a liter of blood loss during the procedure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.